Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that during lead replacement, no obvious fracture was observed and lead to device header connections were noted to be appropriate.